Event description:
Distraction device implanted on (B) (6) 2008. Revision surgery done (B) (6)2008, as the housing broke on the right side. Second revision surgery done (B) (6)2008 as the right side broke.

Manufacturer narrative:
Doctor used the lactosorb heat pen to shape the device. IFU indicates the resorbable plates can be heated and shaped as desired up to and including three times using a lactosorb heat pack or a hot sterile saline/water bath. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a f/u report will be sent. This was a second revision surgery, see 1032347-2009-0006 for the first revision surgery info. The user facility is foreign; therefore, a facility medwatch report will not be available.